Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device. The defib impedance measurement has been above 100 ohms for the entire record with an overall range of 102 - 140 ohms.

Event description:
It was reported that the optivol thoracic impedance had no reference line and remained at greater than 120 ohms most of the time. The device remains implanted. No patient complications have been reported as a result of this event.